Event description:
It has been reported to philips that the allura system turned off three times. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use for the planned treatment when the issue occurred, and the procedure was completed as planned by restarting the system. The customer reported that the system turned off 3 times. The philips field service engineer (fse) inspected the system onsite and could not reproduce the reported issue. Review of the log file showed that there was a communication error with the generator and error in host pc. Equipment was kept under monitoring for 15 days and there were no errors visible during this period. The customer was advised to replace the host-pc if it happens again. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.